Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 79mg/dl at the time of call. Trouble shooting was performed and found new sensor that was in for 4 days and got a suspended on low blood glucose levels were not low. This has happened a few times. Blood glucose value from reported 195 mg/dl and sensor glucose value from reported 40. The difference is not within target range of glucose difference. Insulin delivery was suspended due to sensor values. Threshold/low suspend limit in sensor settings at 80. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of blood glucose entries. The product will not be returned for analysis.